Event description:
It was reported that the lead exhibited noise and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a crushed region of the lead distal to the suture sleeve where both inner and outer insulations, as well as the outer coil, were broken. Crushing in this region is consistent with clavicular crush.